Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies)/ spinal pain. It was reported that the patient have having a problem getting the controller to find the neurostimulator (ins). The caller stated they were not with the patient at this time and will have the patient call back to troubleshoot. Caller stated they spoke with a manufacturer's representative (rep) who thought the controller should be replaced, however, caller was not sure if the rep did any troubleshooting. No symptoms reported. No further complications were reported/anticipated. (B)(6) 2019, (con): additional information was received from the patient. It was reported that they would not communicate with the device in their back (implant) even though the battery for the wand was charged. Patient reported that the issue could have been fixed if the patient was simply skipping something with some initiation sequence had to be repeated. Patient stated there device was not fixed, issue not resolved.